Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their was air bubble in the reservoir and the tubing and the size of the air bubbles are 0.5cm. Customer¿s blood glucose level was 20 mmol/l. Reservoir will not be returned for analysis.